Event description:
It was reported that the atrial lead exhibited loss of capture. The patient was asymptomatic. The lead was capped and replaced. No adverse consequences occurred to the patient. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.